Manufacturer narrative:
Insulin pump received with blank display due to corrosion on lcd board. Unable to verify failed battery test alarm, weak battery alarm, bad battery alarm due to blank display. Insulin pump received with cracked battery tube threads and cracked reservoir tube lip. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test due to blank display. (B)(4).

Event description:
Customer reported via phone call that the device had a blank display. Customer's blood glucose was unknown. Device had also alarmed failed battery test alarm after battery change. Customer mentioned the display was blank at time of call. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professional's instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.